Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material remained since the reprocessing has not correctly been implemented in line with the instructions for use (IFU). The following is included in the IFU. "Preparation and inspection". "Inspection of the endoscope" and "inspection of the endoscopic system¿ describes the following warning: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities.". "Inspection of the objective lens cleaning function". "Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the remote switch of the gastrointestinal videoscope was non-functional. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer did not know when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. It was unknown if the air/water nozzle was brushed with a gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. An evaluation of the returned device could not confirm the customer allegation. There were few additional findings. Due to wear of forceps elevator lever, up/down knob could not be locked securely. The bending section cover had a scratch. Adhesive on bending section cover had a chip, crack and white clouded area. Adhesive around objective lens and light guide lens was peeled. Paint on suction cylinder was peeled. Objective lens was chipped. Scratches were found throughout the device. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.